Event description:
Boston scientific received information that during a device replacement procedure, when this chronic transvenous right ventricular defibrillation lead was attached to a new device, an initial shock impedance measurement of 61 ohms was observed. When performing defibrillation threshold testing (dft's), a fault code appeared, indicating that a shock impedance measurement of greater than 125 ohms was detected. The boston scientific technical services department recommended implanting a new rv lead and using a new device. This chronic rv lead was explanted and successfully replaced with a new boston scientific rv lead. No adverse patient effects were reported as a result of this observation. The explanted lead was returned for analysis.

Manufacturer narrative:
Laboratory analysis of this rv lead is currently in progress. This event will be updated as additional information becomes available. Analysis of this rv lead segment was performed at our post market quality assurance laboratory. Detailed microscopic analysis of the lead segment confirmed that the lead was fractured. The damage was consistent with induced damage from excessive force, most likely occurring during the procedure. Final analysis concluded that the clinically observed high shock impedance measurements were likely due to this rv lead damage. This event will be updated if any additional information becomes available.